Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: not applicable, as the lens remains implanted; therefore, it was not explanted. Device evaluation: product testing could not be performed because the product was not returned. Product remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he underwent bilateral zxt225 intraocular lens (iols) implants. This report captures the event for the right eye. The left eye iol was re-aligned by the doctor post implant, but the patient is still having symptoms (no date of the realignment was provided). The patient consulted his doctor about the issues as he is still unhappy. Patient is also considering obtaining a second opinion. Through follow-up the patient clarified his vision is fine except for halos and glares which makes him uncomfortable. He also reports seeing bright flashes during the day when looking at light, and halos while watching television. He has an active life and now he feels restricted because of his visual issues. His doctor suggested that he wait a while as his body must adapt to the implants. But the patient feels his visual issues are getting worse. No other information was provided.